Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a date/time issue with the onetouch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the patient first discovered the reported date/time issue with the subject meter nor is it known if the patient obtained an actionable blood glucose reading with subject meter prior to discovering the reported issue. The patient¿s testing frequency and diabetes management are not specified and it is not known what action, if any, the patient took in response to the product issue. It is not clear if the patient tested with a secondary/back-up meter afterwards. According to the csr¿s documentation, an unspecified date/time afterwards the patient reportedly developed symptoms of blurry vision, sweating, shaking, and increased urination; and at an unknown date/time afterwards, she was at the emergency room (ER) where she was tested and administered treatment by a health care professional (type of treatment and blood glucose reading are not known). At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and the product issue did not occur after the subject meter¿s batteries were replaced. The reported issue remains unresolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.